Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a pentaray nav catheter and the patient experienced foreign body from spline separation. The physician noticed slight resistance while advancing the pentaray nav catheter out of the abbott sl1 sheath. When the physician looked at the catheter and sheath on the x-ray, he could see a spline from the pentaray nav catheter sticking out one of the side holes of the sheath. When the sheath and pentaray nav catheter were withdrawn from the patient¿s body, the outer coating of the pentaray nav catheter spline with the electrodes remained in the patient¿s left atrium. Further investigation of the coating and electrodes of the catheter were identified to be in the patient¿s lung. The location of the coating and electrodes were confirmed with x-ray. The physician consulted with other physicians and the decision was made to leave the electrodes and coating in the patient's lung. The procedure continued. The patient remained stable throughout the remainder of the procedure and was stable post extubating.

Manufacturer narrative:
During an internal review on 27-dec-2024, noted a correction to "h11. Additional manufacturer narrative in the 3500a initial". Reported: the picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. Correction: the product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The bwi product analysis lab received the device for evaluation on 15-jan-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. D4. Primary UDI number, d4. Expiration date and h4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a pentaray nav catheter. The physician noticed slight resistance while advancing the pentaray nav catheter out of the abbott sl1 sheath. When the physician looked at the catheter and sheath on the x-ray, he could see a spline from the pentaray nav catheter sticking out one of the side holes of the sheath. When the sheath and pentaray nav catheter were withdrawn from the patient¿s body, the outer coating of the pentaray nav catheter spline with the electrodes remained in the patient¿s left atrium. Further investigation of the coating and electrodes of the catheter were identified to be in the patient¿s lung. The location of the coating and electrodes were confirmed with x-ray. The physician consulted with other physicians and the decision was made to leave the electrodes and coating in the patient's lung. The procedure continued. The patient remained stable throughout the remainder of the procedure and was stable post extubating. The investigation was completed on (B)(6)2025. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the coat and electrodes in one of the splines were observed missing. The customer complaint was confirmed based on the picture received. The product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed that one of the splines was broken, exposing wires. No other damage or anomalies were observed. A microscopic inspection of the spline shows a correct application of adhesive resulting in a good manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The adverse event, tip and resistance issue reported by the customer were confirmed. According to the physician's decision, the detached parts of the pentaray were left inside the patient. Due to this reason, the customer complaint was confirmed as an adverse event; however, the root cause of the detachment condition could not be determined, and it could be related to the manipulation of the device during the procedure. Nevertheless, this can not be conclusively determined. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿slight resistance while advancing the pentaray nav catheter out of the abbott sl1 sheath¿ and ¿the outer coating of the pentaray nav catheter spline with the electrodes remained in the patient¿s left atrium¿ issues. In addition, biosense webster inc. Analysis finding of the ¿splines was broken, exposing wires¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).